Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that shortly after insertion, the patient's sensor provided only a single egv, displaying a value around 240 mg/dl, before immediately "malfunctioning." He was thinking that the egv of 240 was incorrect and he thinks it was over 400 mg/dl, but he did not actually check the bg at that time. The cgm stopped giving egv and failed. When the patient removed this first sensor, he observed that the wire appeared bent. Due to the failure of the first sensor, the patient inserted a second sensor approximately 30 minutes later. This second sensor failed almost immediately as well. It did not initiate the expected warm-up countdown. Shortly after the failure of the second sensor, the patient began experiencing symptoms, including chest tightness, difficulty breathing, numbness on his leg and half of his body, vision loss in one eye, and he passed out "for a second." 911 was contacted by the patient¿s aid worker. Responders transported him to the hospital. Upon arrival, the patient¿s bg was found to be over 500 mg/dl, which the patient reported triggered a heart attack. He was given stents, and was given insulin drip and IV fluids. He was about to be discharged the day of the interaction. He feels better, but remained hyperglycemic his feet were still swollen. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - ischemic heart disease.